Event description:
Three reports of "unintended radial motion of the camera head" sopha has sent out a safety alert because they had received several reports of this type of malfunction with their productinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device recalled by manufacturer/distributor, device repaired and put back in service. Invalid data - on device destroyed/disposed of status.